Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(6) 2017. The customer has indicated that samples will not be returned for evaluation. Additional questions in regard to the incident have been asked. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the patient died due to a severe inflammatory response after a liver ablation. The case had gone smoothly with no temperature alarms throughout. The customer indicated that there was no failure of the generator or the ablation antenna. Neither will be returned for evaluation.